Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 241 mg/dl and a bolus via the pump was to be delivered to address the bg level. Although requested, the customer declined to provide a suspected cause of the high bg and declined tandem technical support's offer to troubleshoot.